Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged. As a result, the ra lead was successfully repositioned. No adverse patient effects were reported. This lead remains implanted. The event and explant dates were not made available to us.